Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer 4.2 was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to get the medicines from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.2 was failed and it was unable to recover. Afield service engineer had fully tested drawer 4.2 using the hardware test application and had found no errors. The system functioned as intended after the field service engineer troubleshot the device.